Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
The bone around the screws was breaking away so the surgeon went in and removed five of the original six screws that were implanted previously. The sixth screw was buried and they couldn't access the head of the screw to remove it.

Manufacturer narrative:
The reported event could not be confirmed, because not enough information was received. The screws showed more or less only normal signs of use. Besides that all threads showed damages mostly from picking up the screw with a medical instrument. Most likely the screws were inserted, but they were turned further than they should have been. Based on the available information the actual root cause for the reported event could not be determined. No indications were found for any systematic, design or manufacturing related issue.

Event description:
The bone around the screws was breaking away so the surgeon went in and removed five of the original six screws that were implanted previously. The sixth screw was buried and they couldn't access the head of the screw to remove it.